Manufacturer narrative:
(B)(4). Evaluation: results - (other): visual inspection of the returned product showed a liquid on the lens and both the optic and haptics were torn. (B)(4).

Event description:
It was reported that as the cc4202a collamer plate lens tore as the surgeon inserted it. The lens was removed without any patient injury. The reporter stated the incident was the result of using the wrong injector.